Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has gradually worsening in ift values since 2023. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, as per implant registration card two channels were left extra-cochlear at implantation surgery. Further one channel migrated post-operatively out of cochlea as confirmed by diagnostic imaging. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device has been affected. The recipient will be monitored by the clinic.